Manufacturer narrative:
Batch review performed on 23 august 2019: lot 160024: (B)(4) items manufactured and released on 11-march-2016. Expiration date: 2021-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 3 years after primary due to tibial tray loosening. The surgeon replaced successfully the tibial tray and liner.